Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hyperhidrosis ("sweaty"), tremor ("shaking all over"), feeling cold ("I had to turn the heat on because I was freezing"), vomiting ("last 2 hours trying not to vomit but it happend anyway when I got up"), dizziness ("I was a little dizzy"), coccydynia ("hurt to sit"), parosmia ("I'm just really sensitive to scent"), urticaria chronic ("chronic hives") and constipation ("feel like trying to shit glass"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, hyperhidrosis, tremor, feeling cold, vomiting, dizziness, coccydynia, parosmia, urticaria chronic and constipation outcome was unknown. The reporter considered coccydynia, constipation, dizziness, feeling cold, hyperhidrosis, parosmia, pelvic pain, tremor, urticaria chronic and vomiting to be related to essure. The reporter commented: I can't tag anyone but mine is (B)(6). Lavh quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Case category changed. Surgery, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hyperhidrosis ("sweaty"), tremor ("shaking all over"), feeling cold ("I had to turn the heat on because I was freezing"), vomiting ("last 2 hours trying not to vomit but it happened anyway when I got up"), dizziness ("I was a little dizzy"), coccydynia ("hurt to sit"), parosmia ("I'm just really sensitive to scent"), urticaria chronic ("chronic hives"), constipation ("feel like trying to glass"), hypoaesthesia ("then my hand go numb") and vascular pain ("painful throbbing in veins"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, hyperhidrosis, tremor, feeling cold, vomiting, dizziness, coccydynia, parosmia, urticaria chronic, constipation, hypoaesthesia and vascular pain outcome was unknown. The reporter considered coccydynia, constipation, dizziness, feeling cold, hyperhidrosis, hypoaesthesia, parosmia, pelvic pain, tremor, urticaria chronic, vascular pain and vomiting to be related to essure. The reporter commented: I can't tag anyone but mine is jul 10. Lavh. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received- new events - then my hand go numb,painful throbbing in veins were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.